Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device overheated, was loud and rotated beyond stop. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device overheated was confirmed while rotating beyond stop was not confirmed.. It was determined that the device failed noise and handpiece temperature assessments. It was determined that the device exceeded the reading of 118 degrees fahrenheit after 1 minute run time, which was greater than manufacturer specification (118.1 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit). Furthermore, the device reflected noise with a reading of 81.4 decibels which was greater than manufacture specification (81.4 decibels; specified reading is sound level must not exceed 76 decibels). It was further determined that the drive shaft was broken. It was determined that the broken drive shaft was consistent with using excessive force while the motor was in use. It was determined that the broken drive shaft caused the noise and heat. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.